Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary vessel. After placing two guidewires and a non-boston scientific (bsc) guide catheter extender, a 3.50 x 20 mm synergy stent delivery system was advanced through a 6f non-bsc guide catheter. An abrupt difficulty in advancing the stent was encountered while it was still inside the guide catheter. Analyzing by fluoroscopy, it was observed that the stent was being locked at the proximal end of the guide catheter extender, although another 3.5 x 28 mm synergy stent had previously progressed without difficulty. The physician removed one of the guidewires but the 3.50 x 20 mm synergy still could not advance. When the stent was removed, it showed severe structural deformation of the struts at its distal border. The procedure was completed with a 4.0 x 20 mm synergy stent which progressed smoothly inside both the guide catheter and the interior of the extractor. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
The synergy ous mr 3.50 x 20 mm stent delivery system (sds) was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the distal stent region were noted to be lifted from their crimped position and pulled distally. The undamaged crimped stent od (outer diameter) was measured within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. The device was loaded without issues on a 0.014 test guidewire.

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary vessel. After placing two guidewires and a non-boston scientific (bsc) guide catheter extender, a 3.50 x 20 mm synergy stent delivery system was advanced through a 6f non-bsc guide catheter. An abrupt difficulty in advancing the stent was encountered while it was still inside the guide catheter. Analyzing by fluoroscopy, it was observed that the stent was being locked at the proximal end of the guide catheter extender, although another 3.5 x 28 mm synergy stent had previously progressed without difficulty. The physician removed one of the guidewires but the 3.50 x 20 mm synergy still could not advance. When the stent was removed, it showed severe structural deformation of the struts at its distal border. The procedure was completed with a 4.0 x 20 mm synergy stent which progressed smoothly inside both the guide catheter and the interior of the extractor. No patient complications were reported and the patient status was stable.